Event description:
Healthcare professional additionally reported right capsular contracture baker grade unknown, "mild intrapapillary dilation" (non device related), "ductal ectasia with nonspecific chronic galactophoritis" (non device related), and "elongated non-nodular enhancement" (non device related).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30009901 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of (B)(6)2023, was noted an outlier in mar 2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported unknown side capsular contracture baker grade unknown and "bacteria" on biopsy. The device has been explanted. This record is for right side.

Manufacturer narrative:
Health effect - impact code: f2201 biopsy. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and infection (late onset).